Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Event description:
The user facility reported a 72-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and experienced access site bleeding. Dressing site visualized and redressed, insertion angle maintained and adequate. One unit of packed red blood cells was provided. Additionally, while on support, the patient had a gastrointestinal bleed and heparin was withheld.

Manufacturer narrative:
The investigation for the access site bleed and gastrointestinal bleed/vascular issue has been completed. The cp pump was not returned. Patient was bleeding at impella access site and hemostasis achieved after dressing change/insertion angle adjustment. The cause of the access site bleeding issue was most likely use related per clinical review. The cause of the gi bleed/vascular damage issue was not determined since product was not returned and unknown relation to impella based on clinical information. The instructions for use referenced in the initial report is for the impella cp with smart assist system in the following sections: section: general patient care considerations section: entering cardiac output section: potential adverse events (united states) added- b5 mso review, h6 clinical code 4476, h6 component code 925 in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Event description:
It was further reported that that sometime after support was completed, care was withdrawn from the patient and the patient subsequently expired. The patient's outcome was reviewed by abiomed's medical safety officer and it was determined that there was not enough information to associate use of the device with the outcome.